Manufacturer narrative:
Device evaluation: one cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be in fair condition with cracked housing. Event history log review was performed and found no evidence of reported problem. The customer reported problem was confirmed. According to the investigation, the moment the device was powered up the device started double beeping. Investigation found that the reported problem was caused by fault downstream sensor. Investigator replaced the pump faulty downstream sensor to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that a smiths medical pump presented with a double beep no cassette error during testing. There were no reported adverse events.